Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tri-lobe balloon catheter instructions for use, to avoid vessel trauma, do not over-inflate the balloons in relation to the diameter of the artery or other devices. Excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death.

Event description:
On (B)(6) 2011, the patient underwent repair of a thoracic aortic aneurysm. The patient was implanted with two gore tag thoracic endoprosthesis. A gore tri-lobe balloon catheter was used to balloon the proximal gore tag thoracic endoprosthesis and was over inflated. A dissection was seen at the proximal side of the gore tag thoracic endoprosthesis. The false channel was beginning to thrombose and the physician has chosen to wait and watch.